Event description:
It was reported that there was an issue with nn073k - columbus cr/ps tib.plateau cemented t2. According to the complaint description, the patient had an allergic reaction to the implant (cobalt chromium). The patient returned to the doctor in 2023 complaining about "itching". Additionally, the patient gained 40 kilograms since the surgery in 2021. The doctor confirmed intolerance to the material from which the implant was made. During the replacement, damage to the insert was found in the form of scratches and extensive wear of the material. The insert has been replaced with a new one. A revision surgery was necessary. Surgery was performed on (B)(6) 2023. Additional information was not provided nor available. The adverse event is filed under aag reference (B)(4). Associated medwatch reports: 400598635 (9610612-2023-00103) nn220. 400600418 (9610612-2023-00235) nn073k. 400600419 (9610612-2023-00118) nn004k.

Manufacturer narrative:
Investigation results: as of the date of this report the complaint product was not provided for investigation. The investigation was based upon analysis of production records and historical data review. Batch history review: the device quality and manufacturing history records have been checked for all available lot numbers and the products were found to be according to our specification valid at the time of production. There are 0 similar complaints against the same lot number. The assessment for reportabililty for this adverse event was based on patient harm, revision. Conclusion and root cause: according to the provided information the root cause for the mentioned problem is patient related. As per comment: "the doctor confirmed intolerance to the material from which the implant was made." Based upon the investigation results, a CAPA is not necessary.